Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, the spring arm's side cover opened out while spring arm moved upward and it chipped off. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event as the dust covers should be attached still to the device. There is no information provided if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has once led to serious injury. Furthermore, it was found that the possible root causes of this event are wrong assembly of metal covers by technician (during maintenance or installation), degradation of metal covers or improper use of the device by user. We believe the related devices are performing correctly in the market overall. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device is not returned to manufacturer.

Event description:
On 5th august, 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the spring arm's side cover opened out while spring arm moved upward and it chipped off. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).